Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the reason for the call was when the caller interrogated the ins using the therapy table tit displayed an oor message. The caller didn¿t know if impedances could be safely run while the oor message was being displayed. The caller stated prior to the ins replacement in (B)(6) 2018 the patient¿s left side was not working. The right-side body was not getting therapy. The patient indicated that they weren¿t getting therapy about a month before the (B)(6) 2018 battery stopped providing benefit. The caller stated that the issues prior to the replacement were resolved after the replacement of the battery. The patient reported that they had fallen before the (B)(6) replacement and had no falls since that replacement. The patient reported the left-side body was not getting any therapy. The right-side body was also not working as well as it was prior to the battery replacement. There were no further complications reported.